Manufacturer narrative:
As the customer was not able to provide data for analysis, the cause for the alleged false positive flu b result could not be determined. No issues were identified during the course of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged the generation of one false positive influenza b (flu b) result for a patient tested with the cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Upon repeat testing the same sample on a different cobas liat analyzer, a negative flu b result was generated. Only the negative result was reported and no harm was indicated. Although requested, no data will be provided. One MDR will be filed per FDA eua guidance.